Event description:
It was reported that the ipg was not able to go into MRI mode. Patient experienced a fall and due to which the lead was fractured, which was confirmed by x-rays. As a result, patient went under surgical intervention on (B)(6) 2019 where in the lead was explanted and replaced. Issue was resolved post-op.